Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent multiple occlusion alarms occurred. Customer changed the infusion set and cartridge. Customer reported not being able to load the cartridge. Tandem technical support found the customer was loading the cartridge outside of the load process screen. Customer was able to successfully load the cartridge. Customer's blood glucose (bg) was 280-600 mg/dl and manual injections were administered to address bg.